Manufacturer narrative:
The device was implanted and the lead was successfully interfaced to the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, the physician experienced difficulty interfacing the associated lead with this device. No adverse patient effects were reported.